Manufacturer narrative:
This follow-up is created to document the conclusion of the investigation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the pump near the connector. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation with abrasion adjacent, was noted in both the longer exhaust tube and inlet tube of the pump. Testing revealed these to both be sties of leakage. A separation was noted on the reservoir poppet area. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on all pump tubes. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the longer exhaust tube and inlet tube of the pump to be kinked onto themselves, resulting in the tubes abrading enough to cause a separation in each of them. In addition, this positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to also separate the inlet tubing of the pump. Separations of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the poppet area of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant stopped working six months ago. It was reported that after a few pumps, the bulb collapses and that the tubing was broken at the connector. The device was explanted and replaced with another device.